Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vascular access fistula procedure, the needle tip broke once the technician received the suture from the surgeon on the field, this was on top of the mayo stand and was not disengaged to the patient. The issue occurred after the procedure, and is no longer needed. There was no patient injury.